Event description:
Additional information was received that this patient recently underwent a procedure to replace the pulse generator due to battery depletion. The infection was noted to have fully cleared, and this lead issue was not addressed during the device replacement as all diagnostics were normal. The lead remains implanted with the new pulse generator. No adverse patient effects were reported.

Event description:
Boston scientific received information that this product was part of a system revision due to pocket volume increase due to a suspected infection. During the revision procedure, this left ventricular lead was damaged resulting in a lead fracture. The physician attempted to repair the lead using a competitor adaptor attached to the distal part of the lead in a unipolar connection. Initial diagnostics were normal, however upon pocket closure, loss of capture and pacing impedance greater than 2000 ohms were noted. A day later, an additional procedure was performed to check the connection between the adaptor and the lv lead. After the procedure, all diagnostics were within normal range. The patient remains in the hospital under antibiotherapy medication. As the pulse generator is at elective replacement indicator (eri), a replacement procedure will likely take place in the near future, in which the entire system will likely be explanted. However, at this time the product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.